Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 3/5 of their automated peritoneal dialysis. Reportedly, the home patient's transfer set was connected to the patient line of the homechoice set at the time of the alarm. The home patient reported that a supply bag fell off the stand and became separated from the spike/port connection. The supply bag was reconnected to the supply line of the homechoice set in an attempt to continue therapy, per the home patient. Baxter's technical service center assisted the home patient in ending therapy. The home patient reported that therapy was completed setting up with all new supplies. The home patient was administered prophylactic ip vancomycin 2gm, per the home patient's nurse. No patient injury was associated with this incident, per the home patient's nurse.